Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2013. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). During complaint closure review, it was determined that this complaint is a reportable event.